Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that ever since they started working with the communicator and handset, they've had difficulty connecting to their implanted neurostimulator. Patient services walked the patient through locating the ins (they stated they could feel the ins under the skin) and reviewed with the patient to reposition the communicator and the patient was able to connect. The patient stated they thought it was because the ins had been tipped since they fell and broke their hip and arm in 2020. Patient hadn't thought about that until patient services was reviewing how to connect and they were able to connect when they pushed their hand against it, it pushed it up so they could get the communicator evenly over the ins site. Patient stated the ins tilt was why they had difficulty connecting but they knew what to do now. Patient services redirected the patient to follow up with their health care provider (hcp) about the tilt, at the very least to make them aware and the patient's reason for call was met because they had been able to connect to their settings. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.